Manufacturer narrative:
Based on the current information provided, the root cause of the post-operative complication cannot be determined or is unclear. The surgeon speculated that the patient's cough could have triggered the post-operative leak. Isi had requested the white sureform 60 reload for failure analysis investigation; however, the surgeon confirmed the single-use products were discarded. If additional information is received, a follow-up MDR will be submitted. No image or video clip for the reported event was submitted for review. Stapler logs reveal that sureform 60 stapler instrument (part #480460-09; lot #l93220110-0266) was installed five times and fired five reloads (1 green followed by one blue, followed by three white). All firings were completed per the logs. Each firing had at least one pause for compression. There were no incomplete clamps by the instrument. This complaint is being reported due to the following conclusion: approximately eight days after completion of a da vinci-assisted sleeve gastrectomy, the patient underwent a second procedure for a possible gastric leak. The surgeon placed a surgical drain to address the leak. The cause of the post-operative complication is unknown.

Event description:
It was reported that approximately eight days after completion of a da vinci-assisted sleeve gastrectomy, the patient underwent a second procedure for a possible gastric leak. The surgeon placed a surgical drain. The patient is reported to be recovering well. Intuitive surgical, inc. (Isi) contacted the surgeon and obtained the following additional information regarding the reported event: the initial da vinci-assisted sleeve gastrectomy was completed on (B)(6) 2022 with no intraoperative complications. There were no issues with stapling. The surgeon confirmed the following: he does not use buttress material, there is no video recording of the procedure, and all the single-use products were discarded as there were no identified intra-operative complications. An esophagogastroduodenoscopy (egd) and upper gastrointestinal series (ugi) were performed on post-operative day(pod) #1. The tests were negative for a leak. The surgeon does not recall the exact days of the sequence of the postoperative complications. On pod #5 or #6, the patient experienced sharp pain in the epigastric region after coughing. As a result, the patient went to another emergency room (ER), closer to her home, as she was in a lot of pain. The hospital performed a CT scan which identified free fluid and air in the abdomen. As that was an expected finding for a patient who underwent a procedure, the ER staff contacted the console surgeon who performed the da vinci-assisted sleeve gastrectomy. The console surgeon reportedly instructed ER staff to perform an upper gi series. However, the patient was not happy and left that hospital ama (against medical advice.) On pod #6 or #7, the patient went back to the original hospital where she had her robotic surgery and consulted with the surgeon. Another CT scan was performed and the same findings of free fluid and air in the abdomen were identified. Nothing specific in the epigastric area, indicative of a perforation or leak was found. However, the patient's white blood cell (wbc) count was elevated to 14,0000. On pod #7 or #8, an upper gi series with a water-soluble contrast, was done, and the result was positive for a leak. The patient's wbc count was elevated to 19,000. The patient then underwent a second laparoscopic procedure. The surgeon saw a lot of scar tissue and inflammation. The surgeon irrigated the area and cleaned up the stomach. The surgeon could not pinpoint the exact location of the leak as the tissue was fragile and the omentum was covering the staple lines. The surgeon believes the leak was from the staple line on the upper body of the stomach, below the fundus where he had stapled with a white sureform 60 reload. The surgeon irrigated the pelvis. As the tissue was very fragile, he did not want to place any sutures to repair it. The surgeon left two sub-diaphragmatic drains on the right and left sides. The surgeon indicated that the patient was still in the hospital recovering well, and the wbc count had come down to 6000. The surgeon indicated that the patient was being treated with intravenous antibiotics and strict npo (nothing by mouth.) Additionally, the surgeon indicated that he would be discharging the patient in a day and would follow up with another upper gi series in a week or ten days to check on the leak. The surgeon stated there was no issue with the stapler instrument or the reloads during the procedure, and he believes the patient's coughing could have increased the abdominal pressure and led to the staple line opening up.